Manufacturer narrative:
Initial and final report.

Event description:
On (B)(6) 2019, a customer reported failed runs on the tigris platform (sn:(B)(4)) that occurred on (B)(6) 2019. The customer uploaded the logs from the affected runs and hologic determined that an ad injection issue had occurred causing invalid samples and runs. In addition, a product applications specialist (pas) confirmed a delay in light off in the affected run and identified 6 hpv samples whose results may be impacted. The customer informed ts that the hpv results were likely reported out; however, the customer did not know if any patients had been medically treated. Per risk assessment, the severity associated with a false positive result using the aptima hpv assay is serious. To mitigate this risk, hologic requested the customer to retest the samples in question; the customer retested the samples and made the necessary corrected reports.